Manufacturer narrative:
Manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years seven months later computed tomography revealed that there was an intact inferior vena cava filter in place. Subsequently there was slight tilt with the tip of the filter contacted the anterior medial surface of the inferior vena cava. The tip does not appeared to be embedded or protruded through the inferior vena cava wall. The cranial tip of the filter was positioned above to the bilateral renal veins. There was no evidence that filter legs protruded beyond the inferior vena cava wall. Subsequently after few days later patient got expired. Therefore, the investigation is confirmed for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for an unknown medical complication. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.